Event description:
Patient reported that their "ruptured and that right breast looks much bigger ¿ need to be replace it. Also reported that a lump was found in the right breast through a mammograph". The event of "lump" is considered not device related. Patient additionally reported ¿become increasingly unwell with chronic fatigue and widespread pain and was diagnosed with fibromyalgia," this event is considered not device related. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Fibromyalgia-ndr unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported that their "ruptured and that right breast looks much bigger ¿ need to be replace it. Also reported that a lump was found in the right breast through a mammograph". The event of "lump" is considered not device related. Patient additionally reported ¿become increasingly unwell with chronic fatigue and widespread pain and was diagnosed with fibromyalgia," this event is considered not device related. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported that their "ruptured and that right breast looks much bigger ¿ need to be replace it. Also reported that a lump was found in the right breast through a mammograph". The event of "lump" is considered not device related. Patient additionally reported ¿become increasingly unwell with chronic fatigue and widespread pain and was diagnosed with fibromyalgia," this event is considered not device related. This record relates to the right side. The device has been explanted.